Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint report stated that "during the procedure, the sgw atw .014 str floppy 195 cm guide got frayed loosing rotation and advancement capability." Attempts to obtain additional clinical and procedural information were unsuccessful, as "the doctor refused to give the information to j&j again." The product was not returned for analysis; it was discarded at the facility. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The complaint could not be confirmed without a product return. In the absence of any clinical or procedural details, it is not possible to determine what factors may have contributed to the event. No actions will be taken at this time.

Event description:
During the procedure the sgw atw 0.014 str floppy 195 cm guide got frayed loosing rotation and advancement capability.